Manufacturer narrative:
Correction: b5, rfr code. Additional information: g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the exploratory laparotomy with sigmoid resection, the shipping wedge was difficult for the scrub tech to remove. The reload was then properly loaded onto adapter with ease. The reload was then placed around sigmoid tissue, when on transection of the sigmoid colon, the powered device read zone 2 on the oled screen. Surgeon waited 30 seconds to allow edema to disperse from tissue prior to firing. The safety button was pressed and fired. Once reload signaled completed firing the surgeon pressed up on the device toggle to retract knife blade, open jaw of radial reload and remove reload from tissue. Upon doing so, the surgeon realized the knife blade never cut the tissue. Looking at the reload, it looked as if there were staples that were deployed properly, and some had not been deployed into the tissue because they are still in the reload being sent back. Some are malformed as they are sticking out of the reload. The power handle never once signaled excessive force reading. The firing stayed on the line of zone 2 and 3. To resolve the issue, additional resecting and re-stapling was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during the exploratory laparotomy with sigmoid resection, when on transection of the sigmoid colon, the shipping wedge was difficult for the scrub tech to remove. The reload was then properly loaded onto adapter with ease. The reload was placed around sigmoid tissue. The powered device read zone 2 on the oled screen. Surgeon waited 30 seconds to allow edema to disperse from tissue prior to firing. The safety button was pressed and fired. Once reload signaled completed firing the surgeon pressed up on the device toggle to retract knife blade, open jaw of radial reload and remove reload from tissue. Upon doing so, the surgeon realized the knife blade never cut the tissue. Looking at the reload, it looked as if there were staples that were deployed properly, and some had not been deployed into the tissue because they are still in the reload being sent back. Some are malformed as they are sticking out of the reload. The power handle never once signaled excessive force reading. The firing stayed on the line of zone 2 & 3. To resolve the issue, additional resecting and re-stapling was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible along one-half of the cartridge, starting from the proximal end. No shipping wedges were received with the listed reloads. Functionally, the reload was loaded into a handle, recognized as used, and was loaded into a representative instrument. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, the reload was cycled without hesitation or binding, and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device had no cut, the shipping wedge was difficult to remove, and there was a staple formation issue. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of partial firing. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.